Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac vein. A 16x90/9fr 75cm wallstent® endoprosthesis was advanced to treat the lesion. However, during the procedure, the stent was unable to fully expand. Upon removal of the device from the patient, it was noted that the stent was found slightly bent. No patient complications were reported and the patient's status was stable.